Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, a synthetic absorbable suture was used to a patient status post normal delivery. 29 days following the procedure, the patient had pain and went back to the facility for consultation. During examination, hypergranulation, redness, and tenderness were seen on the lateral incision part of the peritoneum. The affected area was also swollen. The suture was removed and iodine was applied. Redness and pain had disappeared.